Manufacturer narrative:
The reported failure of a ventilator inoperative condition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo device was returned for service. No patient harm or injury was reported. The device history log was reviewed. An error log indicates that the machine was restarted 3 times within 24 hours, causing a "ventilator inoperative" alarm to occur. The device underwent further preventative maintenance activities, and when it ran for several hours, no further alarms were generated. The unit passed all technical testing and was endorsed back to the user for clinical testing. No root cause has been identified during the evaluation. Should further information be received, a supplemental report will be submitted.